Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that a customer had a "replace sensor" message with their adc device. The customer experienced a seizure and a loss of consciousness, and an ambulance was called. The healthcare professional indicated that the customer's glucose was not low and reported that the customer had a "seizure disorder", but was unable to provide what, if any treatment, was provided to the customer. Therefore, the healthcare professional was unable to confirm whether the customer's seizure was related to the adc device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h4 - (device mfg date ) was incorrectly documented in the previous report. Correction has been done.

Event description:
A healthcare professional reported that a customer had a "replace sensor" message with their adc device. The customer experienced a seizure and a loss of consciousness, and an ambulance was called. The healthcare professional indicated that the customer's glucose was not low and reported that the customer had a "seizure disorder", but was unable to provide what, if any treatment, was provided to the customer. Therefore, the healthcare professional was unable to confirm whether the customer's seizure was related to the adc device. There was no report of death or permanent injury associated with this event.

Event description:
A healthcare professional reported that a customer had a "replace sensor" message with their adc device. The customer experienced a seizure and a loss of consciousness, and an ambulance was called. The healthcare professional indicated that the customer's glucose was not low and reported that the customer had a "seizure disorder", but was unable to provide what, if any treatment, was provided to the customer. Therefore, the healthcare professional was unable to confirm whether the customer's seizure was related to the adc device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.